Manufacturer narrative:
The insulin pump passed functional tests. No alarms noted during testing. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on liquid crystal display window, cracked case on display window corners and battery tube threads.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 178 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.